Event description:
It was reported that when using the bd pyxis¿ medstation¿ es controlled substance pockets were dispensed incorrect quantities. Providers have requested a specific number of vials; however, discrepancies were observed where requested one vial resulted in two being dispensed, and on another occasion, requested two vials resulted in only one being dispensed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested the drawer upon arrival and found no issues. The customer confirmed that the station is functioning properly. The system functioned as intended after the field service engineer assessed the device.